Event description:
The pacemaker involved in this MDR report was implanted in 2006. During a routine follow up 26 months later, the device was found in standby mode; it was re-initialized with the standard programmer version. However, the pacemaker switched back to standby mode. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.